Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to a broken cautery hook/spatula at the distal end. The hook was completely broken off the instrument. The broken piece was not returned with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for failure analysis investigation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the entire hook fell off of the 8mm permanent cautery hook (pch) instrument. The fragment was retrieved during the same surgical procedure which was completed robotically. A cable was noted to be missing upon inspection of the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was dissecting the gall bladder from the liver bed when the issue occurred. The surgeon had not noticed any issues with the functionality of the pch instrument during the procedure. No cables on the distal end of the instrument were visibly protruding or frayed during the case. There was no report of loss of cautery associated with this event, nor signs of thermal damage observed on the instrument. A fragment fell inside the patient¿s anatomy and was retrieved with a microfranz laparoscopic grasper. It was confirmed that all fragments were retrieved; no additional surgical procedure was required to remove the fragment and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. After the event occurred, the customer noticed a cable possibly missing from the instrument as there was an open space where the customer believes a cable should have been. There is no report of the patient returning to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photographic images of the device(s) or a video recording of the procedure available for isi to review.